Manufacturer narrative:
(B)(4). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient underwent a trauma procedure with a distal femur fracture plate and is now presenting with a fracture of this plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections have been updated: reported event was able to be confirmed due to radiographs submitted. The x-ray review showed orthopedic hardware involving the distal left femur and left knee with fracture of the lateral femoral side plate and screw fixation device in between the proximal and distal set of screws. The fractured portion of the implant is located at the level of the femoral fracture with a lucent fracture line still present. Femoral fracture is partially healed with significant heterotopic ossification seen medially and posteriorly. However, no product was returned for evaluation. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.